Event description:
One touch profile meter would not start a test. When they turned on the meter, it would display a code number, but when the test strip was inserted, the meter did not recognize the strip and the patient was not able to proceed further with the test. This issue was not resolved with troubleshooting. Medical affairs specialist called and spoke with the patient on 7/04, and they provided additional information. The patient mentioned that they had this issue with the meter for "over a month". During this time that they were not able to test on their meter, they had continued to take their set amount of lantus insulin (70 units at bedtime) and 1 pill of actos (oral medication) in the morning. On 7/04, they started to feel dizzy and their toes and fingers were numb. They did not try testing on their meter at this time. They went to see their doctor, where their blood glucose result was 400 mg/dl. They was not given any treatment by their doctor, but their insulin dosage was increased. Based on this information, the meter did malfunction, but it did not contribute to serious injury, since the patient did not test on the meter for over a month, or when they was experiencing the symptoms. A replacement meter was sent to the patient.